Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to impedances out of range. Patient is a robust weight lifter who was doing heavy bench press workouts. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed the ligature marks approx. 15 cm distal to the is-1 connector pin. Abrasion marks were found along the lead body. Further inspection revealed a damaged insulation approx. 19 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and the outer conductor coil was fractured. This damage was confirmed during the electrical analysis and can be considered as the root cause for the clinical observations mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Due to the damages the mechanical inspection and the functional test of the helix fixation mechanism was not properly feasible. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause.